Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 0. 3mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient was experiencing pain at pump pocket. Per the reporter the patient complained to the doctor over last couple of months of pain at the pump site. There were no environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was a pocket revision and the pump was being lowered on the back. The issue was resolved at the time of the report. It was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.